Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called to question if the pacemaker was programmed correctly. Patient felt the heart was racing at times and became very sweaty. The device is still in use. No patient complications have been reported as a result of this event.